Manufacturer narrative:
This report is submitted on april 22, 2022.

Event description:
Per the clinic, the patient experienced intermittencies with the device. Hardware exchange and reprogramming attempts were made; however, the issue could not be resolved. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.

Manufacturer narrative:
Per the clinic, the device was explanted on (B)(6) 2022, and the patient was reimplanted with another cochlear device during the same surgery. Device analysis indicated device failure. Device analysis report attached. This report is submitted on june 10, 2022.